Event description:
It was reported that the device was at end of service and the physician had a complaint about the battery longevity. It was noted that device outputs were high due to chronically high thresholds on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.